Event description:
Same case as 2134265-2011-04623. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified iliac artery. The 5.0x40mm mustang balloon catheter was advanced and during the first inflation, the balloon ruptured at 14atms. The device was removed intact and the procedure was completed with different device. There were no patient complications reported and the patient's status is good.

Event description:
Same case as 2134265-2011-04623. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified iliac artery. The 5.0x40mm mustang balloon catheter was advanced and during the first inflation, the balloon ruptured at 14atms. The device was removed intact and the procedure was completed with different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 60 plus. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the balloon material was fully deflated. It was noted that there was dried blood inside the balloon. An attempt to inflate the balloon material failed due to the presence of a pinhole located at approximately 35mm proximal to the distal tip. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).